Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported their blood glucose reaching over 600 mg/dl. Customer stated they had gone to the emergency room, but was not admitted. The customer was able to resolve their no delivery alarm by changing their infusion set. The customer's blood glucose declined to 350 mg/dl that same day. It was also reported the customer went to the hospital on 03/19/2015. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.